Manufacturer narrative:
H.6. Investigation: customer returned (4) open 4mm, 32g pen needles with the tear drop labels from lot # 9106731. Customer states that the needle in the box were open. All returned pen needles were examined and all exhibited a heat stake on the outer surface of the outer cover. This indicates that all of the samples were properly sealed during manufacturing. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
Material no: 320555. Batch no: 9106731. It was reported that before use of the bd nano pro¿ 4mm pen needle the consumer found 4 needles in the box were "open." The following information was provided by the initial reporter: customer went back to his local pharmacy and reported that four of the needles in the box were open. The green safety seal was removed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 320555, batch no: 9106731. It was reported that before use of the bd nano pro¿ 4mm pen needle the consumer found 4 needles in the box were "open." The following information was provided by the initial reporter: customer went back to his local pharmacy and reported that four of the needles in the box were open. The green safety seal was removed.